Event description:
It was reported that the iab was inserted in a pt with a severe mi, and cardiogenic shock. After 6 days of use, the pump experienced helium loss alarms, and blood was seen entering the helium tubing. The iab was removed and a replacement was not indicated. The pt died several days later of causes not related to this incident.